Event description:
Around 8:00 pm, customer started feeling shaky. Customer called doctor, who thought the issue was heart related and wanted customer to go to the hospital. Customer called daughter to get a ride. Daughter recommended customer drink juice and eat a sandwich. Customer did so and felt better about 15 minutes later. Customer reported aviva blood glucose results, all results mg/dl: 489 (8:57 pm); 158 (8:58 pm); 489 (8:59 pm). Customer took 60 units of lantus at 9 pm. 131 (9:00 pm); 167 (9:00 pm); 198 (9:10 pm); 278 (11:48 pm); 212 (12:00 pm). No adverse event was reported. A request was made for the return of the meter, controls, and strips.